Event description:
During the pre-use inspection, no issues were identified with the balloon. After the shunt tip was inserted into the blood vessel, the clinician attempted to inflate the ccb; however, the balloon failed to inflate. As a result, the product could not be used in the procedure. A new device was opened and used, and the operation was completed without any complications. No patient injury was reported.

Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.